Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 110. During preparation for the procedure, the nurse connected the penumbra system max aspiration tubing directly to the pump max; rather than connecting to the penumbra system pump max non-sterile supplies canister. After successfully aspirating some thrombus, the physician noticed the error and switched the connection and the procedure successfully continued. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Pump was found to be functional.

Manufacturer narrative:
Lot number: f07421-23. (B)(6). Manufacture date: 3/4/2014. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.